Event description:
It was reported that the subject device had automatic halt was failed. The issue found during service /maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d4, d5, d8, g2, g3, h2, h3, h6, h11 the device was returned to olympus for inspection. As a result of inspection, the damage due to thermal melting of solenoid wiring and damaged pressure valve were confirmed. Based on the results of the investigation, it is presumed that the functional abnormality resulted from failures in the flow measurement wiring and the tubing component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the high flow insufflation unit exhibited damage due to thermal melting of solenoid wiring and a damaged pressure valve. There were no reports of patient involvement.